Event description:
It was reported that during occlusion of the right middle carotid artery (mca) procedure, the operator used supporting catheter to deliver the subject guidewire to the c3 segment of the internal carotid artery (ica). Subsequently, a microcatheter was advanced to the distal of the ica using the subject guidewire. However, regardless of how the subject guidewire was shaped, multiple attempts failed to pass through the occluded segment. After retrieving the subject guidewire, the operator found that the tip was broken and the core wire was intact. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3: device evaluated by mfg ¿updated. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal tip of the guidewire was noted to be shaped to the distal end. The proximal end of the guidewire was kinked at 79cm. There was a fracture noted to the nitinol tubing at 2cm from the distal tip. There was some damage/bubbling noted to the wire coating at 8 & 9 cm from the distal tip. During functional inspection the guidewire was hydrated and the distal end felt slightly rough to the touch at the location of the coating damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was confirmed. The reported difficulty engaging target vessel was unable to be replicated as this is a procedural issue, however the analysis results are consistent with the reported event. The device failed to meet specification when returned for analysis. It was reported that a microcatheter was advanced to the distal of the internal carotid artery (ica) using a guidewire. However, regardless of how the guidewire was shaped, multiple attempts failed to pass through the occluded segment. After retrieving the guidewire, the physician found that the tip had broken (the core wire was intact). Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The guidewire tip was shaped and the device was torqued to overcome resistance. The device was returned and it was confirmed that the guidewire distal end nitinol tubing had fractured at 2cm from the distal tip, there was also some damage noted to the hydrophilic coating which is indicative of friction being experienced. The proximal end of the guidewire was kinked. It is probable that the guidewire was fractured as it was torqued to overcome resistance. As per the dfu: " never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." An assignable cause of procedural factors will be assigned to the reported and analyzed event: ¿guidewire distal tip broken/fractured during use¿, and to the analyzed event: ¿guidewire hydrophilic coating surface rough¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is likely that the proximal end of the guidewire was kinked due to handling of the device during use, therefore an assignable cause of handling damage will be assigned to the analyzed event: ¿guidewire kinked/bent¿.

Event description:
It was reported that during occlusion of the right middle carotid artery (mca) procedure, the operator used supporting catheter to deliver the subject guidewire to the c3 segment of the internal carotid artery (ica). Subsequently, a microcatheter was advanced to the distal of the ica using the subject guidewire. However, regardless of how the subject guidewire was shaped, multiple attempts failed to pass through the occluded segment. After retrieving the subject guidewire, the operator found that the tip was broken and the core wire was intact. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.